Manufacturer narrative:
The company confirmed and replicated the reported event. The central processing unit (cpu) was subsequently replaced to resolve the issue. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming central processing unit (cpu). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the system abnormally shut down. The system was rebooted to complete the case. There was no patient harm.